Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 369 mg/dl. The customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose events. Reasons why customer alleged insulin pump was under delivering because the blood glucose came down with manual injection. Customer stated that the drive support cap appeared normal. Customer reported that insulin exited at the quick release. The device will be returned for analysis.